Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 months.  The explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned assembled with the driveline was severed approximately 2 inches from the pump housing. The severed portion of the driveline was not returned. The sealed inflow conduit was not returned. The sealed outflow graft, bend relief, and bend relief collar were not returned. The outlet elbow was returned. The rotor bearing ball revealed a dark red, tissue-like deposition. The thrombus had areas that were denatured and had a ring-like structure with laminate layering, which are indications that it likely developed over an undetermined period of time around the bearings while the pump was in operation. The deposition appeared to be in early stages of development with minimal layering. A specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. The outlet stator revealed a pink, soft deposition. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that it was present in the pump while it was operating. The deposition had minimal flow area obstruction. The origin of the deposition and the duration of its presence in the pump could not be conclusively determined. Although a specific cause for the depositions and a time frame for which they were present in the pump could not be determined, they would have potentially contributed to the report of elevated ldh. No other depositions were identified. The pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was readmitted on (B)(6) 2017 for shortness of breath and lower extremity edema. At admission the inr was 2.0, lactate dehydrogenase (ldh) was 1909 u/l and ramp echocardiogram was positive. A heparin infusion, persantine, plavix and coumadin were initiated. On (B)(6) 2017, the patient¿s inr was 1.69 and was treated with lovenox. Persantine and plavix were discontinued and the patient was started on aspirin. On (B)(6) 2017, it was reported that the patient underwent exchange of the lvad cannulas. The ldh continued to be elevated postoperatively, and ramp echocardiogram revealed an inability to decompress the left ventricle. On (B)(6) 2017, the patient received a complete pump exchange via a subcostal incision. No additional information was provided.